Event description:
It was reported that during a da vinci si surgical procedure the cadiere forceps instrument was noted to have cable damage. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering also found main tube damage on the distal end. Material was missing. The surface of the main tube appeared to be scraped off. Damages can be found in various areas approximately 2.5 away from the distal end of the main tube. The evidence was not conclusive, but damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.